Event description:
Consumer reports getting very different readings. Analysis run on clark error grid using mean aveg.reading (317) as ref. Point vs. Bd readings (407,119,452,460,322,141) yielded data points in the c/d range of the grid, outside acceptable limits.